Manufacturer narrative:
The balloon catheter, afapro28 with lot number 93716, was returned and analyzed. Smart chip verification indicated the catheter was not used. The outer diameter of the balloon proximal bonding was within specification (0.149¿ proximal and 0.157 distal). Insertion and retraction tests were performed twice with no issues when the vacuum was applied. The balloon catheter passed the electrical, integrity test and performance test. During inflation and ablation phase, a kink was observed on guide wire lumen inside balloon segment. The dissection showed the guide wire lumen kinked inside the balloons at 1.17 inches from the tip of the catheter. Pressure test did not show any breach at the balloons or the guide wire lumen. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.